Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that the patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis event was unknown. On an unreported date, the patient was hospitalized for the suspected peritonitis. The treatment and outcome was not reported. The action taken with pd therapy was not reported. No additional information was available at this time. This is report 1 of 3 involved in this event.